Event description:
The blade on the device deployed but would not retract, it stuck.there was no harm to the patient. Sealing cycle was successful.

Event description:
The blade on the device deployed but would not retract, it stuck.there was no harm to the patient. Sealing cycle was successful.